Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v sensing episodes. There was a rv lead integrity warning triggered for high rate non-sustained episodes and sic (sensing integrity counter) count. There was also noise and large variations in rv impedances involving the ring conductor of the lead. A lead fracture was confirmed. It was noted that (B)(6) 2016 there was rv bipolar impedance of 0 ohms. The rv lead was extracted, and the patient developed an effusion with tamponade. An emergency sternotomy was performed. A new rv lead was then placed with no known incidents. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Analysis cannot be completed at this time due to pending litigation. Product event summary: the partial lead was returned in segments, analyzed, but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.